Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after extending the array into the liver metastasis, the tines were found to be twisted. The procedure was completed with another leveen coaccess electrode system. The account reported that the electrode was tested outside the patient and worked without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with the array fully retracted. Additionally, a line was noted around the circumference of the handle plunger. Functionally, the array was able to be extended and retracted. However, resistance was encountered during actuation. The tines of the array were found to be unevenly spaced and bent. The condition of the returned incident device was consistent with the complaint that the array was deformed. However, the evaluation found the handle plunger had been marked for partial deployment method which is indicated for the 5.0cm leveen electrode only. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, after extending the array into the liver metastasis, the tines were found to be twisted. The procedure was completed with another leveen coaccess electrode system. The account reported that the electrode was tested outside the patient and worked without issue.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)